Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, the monopolar curved scissors (mcs) instrument was tearing tissue instead of cutting it, resulting in a reduced capacity for nerve sparing. The mcs instrument was observed to be too blunt for cutting a neuromuscular bundle. There was no bleeding as a result of the issue. According to the surgeon, while the procedure was completed, the outcome was not satisfactory.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Manufacturer narrative:
Updated sections: d9, h2, h3, annex codes: b, c, d. Device evaluation: intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument for failure analysis. The instrument was found to have blade damage, with indentations present on both blade edges. These indentations caused the instrument to fail the cut test. Corrosion was also observed on the cutting edge, which may have further contributed to the blade damage or cutting failure.